Event description:
Reporter indicated that vns pt underwent revision surgery due to difficulties in communicating with their device. Treating neurologist indicated that the pt was very heavy set and that they have had difficulties communicating with the pt's device in the past, but the last time pt attempted to communicate, they were unsuccessful. Neurologist indicated that the pt's generator has always been positioned deeper than he would like. The generator was repositioned through the anterior chest wall. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine whether repositioning the generator resolved the reported communication. Difficulties.